Event description:
The device was returned for screen failure but upon powering on the unit the screen was behaving normally and several infusions were programmed. An internal investigation found the lcd cables were also plugged in correctly and had no signs of backing out.

Event description:
The following has been reported: biomed reported: found pump with note "5g/ICU powered on - then - screen turned black couldn't turn back on". A preliminary review identified the following issue: mechanical hardware failure (screen, no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.